Manufacturer narrative:
This report is submitted on april 27, 2022.

Event description:
Per the clinic, the patient experienced pain and non-auditory sensations with the implanted device. Troubleshooting and reprogramming attempts were made; however, the issue could not be resolved. The device was explanted on (B)(6) 2022. There are no plans to reimplant the patient with a new device as of the date of this report.

Manufacturer narrative:
Device analysis report is attached. This report is submitted on june 10, 2022.